Event description:
The treating np's account: "slight discoloration noted at injection area of pyriform fossa and nose. Pt dissolved day of injection. Further dissolved next 2 days. Meds prescribed: medrol, clindamycin, keflex, asa, viagra, nitropaste and warm compresses used. As of (B)(6) client reports it has resolved. Unsure if this was a vascular compression vs occlusion. No specific site found impairing blood flow on 2 different ultrasounds." Prollenium medical technologies inc.: "the following is a clinical opinion based on the information provided in case (B)(4). On (B)(6) 2024 a patient had revanesse versa+ injected into their nose and pyriform fossa. Compounded blt topical anesthetic was applied prior to injection. The np injector noticed "discolouration" in the area of injection, so the area was treated as a vascular compromise and the product was "dissolved". The discolouration resolved. No other history or photos were provided. My clinical opinion is that this case represents a case of vascular occlusion which was treated successfully by dissolving the product."